Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the site was debrided in the operating room on (B)(6) 2014. During the same procedure a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.